Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned instrument determined that it exhibits signs of repeated use ( nicked or gouged ) and that the anterior section of the post feature has fractured off. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a sterilization technician noted the instrument was fractured following a procedure. No adverse events have been reported as a result of the malfunction.